Event description:
It was reported that it was difficult to drain the urine. Per additional information received via email on 30aug2019 from the ibc, the urine was not able to be drained at all. Per email received from the investigator on 6-sept-19, it was found during evaluation of the returned sample that the drain bags with this date code were all missing an outlet port nipple punch, which prevented the urine from flowing out of the bag.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as manufacturing related issue. The device had not met the specifications. Based on the event, the product was used for treatment purposes. The product was influenced by the reported failure. The visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discoloration throughout bag) meter drain bag with attached inlet tube portion. Visual inspection of the sample noted no obvious visible defects. The inlet tube was disconnected from the bag and an attempt was made to flush the bag with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution completely failed to drain from the bag. The bag was subsequently dissected to find vinyl covering the entry to the outlet port nipple. There was no perforation through the vinyl of the bag to allow urine to pass to the outlet tube. This was out of specification which states, " missing perforation, incomplete or partial are not allowed". Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿damaged outer card¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "2, accessories closed drainage bag".

Event description:
It was reported that it was difficult to drain the urine. Per additional information received via email on (B)(6) 2019 from the ibc, the urine was not able to be drained at all. Per email received from the investigator on (B)(6) 2019, it was found during evaluation of the returned sample that the drain bags with this date code were all missing an outlet port nipple punch, which prevented the urine from flowing out of the bag.